Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 5 days after the dental implant was placed, the implant had not achieved primary stability in type ii bone. The clinician placed another implant after the failure. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 5 days after the dental implant was placed, the implant had not achieved primary stability in type ii bone. The clinician placed another implant after the failure. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).